Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 339 (mg/dl). The customer administered a manual injection. Reportedly, the customer has insulin pens available as alternate insulin therapy.